Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump had an intermittent power issue. The reporter stated that there was moisture/corrosion in the battery compartment and the top of the battery cap was worn. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: visual inspection revealed rust/corrosion in the battery compartment. The battery cap was undamaged and the battery cap contacts were within required specifications. The battery cap was able to attach to and be removed from the pump without any issues. The battery compartment was observed to be cracked in two places. Leak testing revealed a leak at the cracks in the battery compartment. The pump did not power on and there were no audible tones of vibrations present. The pump casing was removed and no internal defects were found. Additional testing could not be completed due to inability to power on the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.